Manufacturer narrative:
Relevant tests/laboratory data, corrected data: initial report inadvertently provided the incorrect lead impedance value for diagnostics on (B)(6) 2019.

Event description:
The patient underwent generator replacement due to battery depletion. There was no indication that the generator replacement surgery was due to the patient's increased seizures. The explanted generator was discarded per hospital policy. Per the physician the cause of the increased seizures is unknown. No additional relevant information has been received to date.

Event description:
It was initially reported that the patient was being referred for prophylactic generator replacement. The patient later reported having an increase in seizures. The patient believes the increase in seizures is due to low battery. The most recent diagnostics were within normal limits. Attempts have been made to obtain additional information; no additional relevant information has been received to date. No known surgical intervention has occurred to date.